Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to blood glucose as a result of this issue. The customer reverted to an alternate method in insulin therapy.